Event description:
The customer's mother reported via phone call that the customer experienced ongoing high blood glucose levels since the day prior to the call. The customer's mother stated that, during a regular infusion set change, she held down the act button, and insulin was coming out but the insulin pump would not allow her to proceed to the next step. The caller stated that she ended up going through the entire reservoir, and after that, she was able to get the insulin pump to work. She advised that she was able to get the customer's blood glucose levels down with a bolus. The customer's blood glucose was over 500 mg/dl. The customer stated that, normally when a bolus was delivered, the customer could feel the insulin going in, but this time nothing was felt. The call was disconnected before any further details were gathered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.